Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a possible infection at the ipg site. Later, the patient underwent surgical intervention wherein the ipg was explanted and replaced. No infection was observed during the procedure. No additional information is known at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.